Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer performed passing system checks, an acceptable accutni precision study, and performed passing carry over testing on the customer's instrument. Peri-pump tubing was confirmed as working appropriately. The customer performed a special clean and then performed a quality control assessment which generated results within established limits to verify instrument performance. The fse was able to verify hardware performance without completing any repairs. The cause for the imprecise tsh results is unknown and could not be determined based on the supplied information.

Event description:
The customer reported that imprecise hypersensitive thyroid stimulating hormone (htsh) results were generated on a unicel dxi800 access immunoassay system for one patient sample. The customer also questioned a second patient's vitamin b12 patient results, however upon beckman coulter inc. Assessment of the customer provided patient data it was determined that the vitamin b12 results were within the assay's marketed precision claims and hence were not regarded as imprecise or erroneous. The initial htsh result, which was within the normal reference range for the assay, was subsequently repeated on the sample instrument. The repeat results (which were generated on (B)(6) 2012) were higher, but still within the reference range of the assay. Collectively the results exceeded the precision claims of the assay. The customer was questioning the (B)(6) 2012 as being imprecise. An imprecise htsh result was reported outside of the laboratory, however, there were no reports of death, serious injury or modification to patient treatment associated with this event. The sample was a serum sample and was centrifuged at room temperature prior to testing. The sample was normal in appearance. Quality control results were recovering within the customer's established specifications on the date of the event. There were no error messages posted to the instrument's log during the timeframe of the event. Specific patient information was not provided by the customer.